Event description:
Meter isn't working anymore. Changed the battery. Intake had the customer hit the reset button press hold the "m" button but nothing appeared on the screen customer checked to make sure the battery was placed correctly.